Manufacturer narrative:
Updated failure analysis finding: the instrument was found to have a broken tube extension at the proximal end. The broken pieces were not returned, measuring roughly .167¿ x .503¿ in size. This failure is most commonly caused by mishandling/misuse. This instrument was a part of field action item (isifa2018-11-c) issued in 2018.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
12- intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint of ¿the monopolar curved scissors (mcs) instrument cracked and piece fell inside a patient." The instrument was found to have a broken tube extension at the proximal end. The broken pieces, measuring roughly 0.167¿ x0.503¿ in size, were not returned. Additional information can be found in sections d10, g4, g7, h2, h3, h6, and h10. Corrected information can be found in section d4.

Manufacturer narrative:
Isi has not received the mcs instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted prostatectomy procedure, the mcs instrument cracked and a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument cracked and a piece fell inside the patient. The fragment was retrieved during the same procedure. There was no reported adverse effect, harm, or outcome to the patient. Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the reported issue: the instrument was inspected prior to the da vinci-assisted prostatectomy procedure and no issues were found. The procedure was not recorded on video. The instrument had been used for 2 hours before the issue occurred. It was on its sixth use at the end of the procedure. The customer noted that the wrist of the mcs instrument was straightened prior to each removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The reported issue occurred as all of the instrument were being removed; however, the mcs instrument did not collide with any other devices and did not come into contact with any hard material during the procedure. The procedure was completed with no delay. The patient had been discharged. The surgeon/site believed that the issue was due to the product.